Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy and rupture.

Event description:
Healthcare professional reported for left side "capsular contracture grade unknown", "extra-capsular rupture", "lymph node in adenomegaly range in the left axilla", "fissure in left prosthesis". The device remains implanted.